Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has ovarian cancer and was being treated for stricture in the sigmoid colon. Reportedly, the stricture is 5 cm in length and extends proximally from the sigmoid colon to the rectum. The patient's anatomy was not tortuous. No visible issues were noted to the device. During the procedure, a wallflex enteral colonic stent was successfully implanted within the sigmoid colon. No issues were reported. On (B)(6) 2012, two days following the procedure, the physician reexamined the stent under radiographic visualization, and it was noticed that the stent had migrated proximally towards the rectum, below the peritoneal reflection. In the physician's assessment, the stent migration may have occurred as a result of peristaltic action. The physician believed that the stent may not have been aligned with the mucous membrane of the target site, as it was compressed by a tumor in the ovary. The patient did not report any pain as a result of the migration. On (B)(6) 2012, the physician reexamined patient, and subsequently noticed that when he inserted his finger into the patient's anus, he could feel the stent. Therefore, the physician removed the stent from the patient. There was no bleeding as a result of the removal, nor did the patient complain of pain. No further intervention was provided as a result of this event. The patient is currently receiving palliative care for her cancer. There were no patient complications as a result of this event. The patient's condition following the stent placement was reported to be stable.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.